Event description:
It was reported that this product was part of a system revision due to infection. This right ventricular (rv) lead was explanted. Available information does not indicate that a new system was implanted. No additional adverse patient effects were reported. The product is in hospital possession.